Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1 gram, after four days, route not reported) and fortum injection (1 gram once daily, route not reported). On an unreported date, antibiotic treatments were stopped. At the time of this report, the patient was recovered from the event. On an unreported date, the patient was discharged from the hospital. Pd therapy was ongoing. No additional information was available.